Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the events were unrelated to the use of any fresenius device(s) and/or product(s), as the cause was attributed to the patient¿s lack of hand hygiene prior discontinuation of therapy. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum.

Event description:
On 30/jun/2022, fresenius became aware this 39-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis (date not provided). No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3723 u/l, polymorphs = 91%) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with oral nystatin (dose, duration not provided) daily and ceftazidime 2000 mg daily x 21 days. The patient¿s peritoneal effluent culture result returned positive for methicillin resistant staphylococcus aureus, and the patient¿s antibiotics were continued. The peritoneal dialysis registered nurse (pdrn) attributed causality to a touch contamination event which occurred several days prior. The patient awoke late for work and admitted to not performing proper hand hygiene before disconnecting. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on 1/jul/2022 revealed the wbc count dropped to <10 u/l. The patient is recovering from the events and continues to perform ccpd at home utilizing the same liberty select cycler as before without reported issue.

Event description:
On (B)(6) 2022, fresenius became aware this 39-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis (date not provided). No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3723 u/l, polymorphs = 91%) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with oral nystatin (dose, duration not provided) daily and ceftazidime 2000 mg daily x 21 days. The patient¿s peritoneal effluent culture result returned positive for methicillin resistant staphylococcus aureus, and the patient¿s antibiotics were continued. The peritoneal dialysis registered nurse (pdrn) attributed causality to a touch contamination event which occurred several days prior. The patient awoke late for work and admitted to not performing proper hand hygiene before disconnecting. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on (B)(6) 2022 revealed the wbc count dropped to <10 u/l. The patient is recovering from the events and continues to perform ccpd at home utilizing the same liberty select cycler as before without reported issue.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, was review the user guide states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
On 30/jun/2022, fresenius became aware this 39-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis (date not provided). No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3723 u/l, polymorphs = 91%) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with oral nystatin (dose, duration not provided) daily and ceftazidime 2000 mg daily x 21 days. The patient¿s peritoneal effluent culture result returned positive for methicillin resistant staphylococcus aureus, and the patient¿s antibiotics were continued. The peritoneal dialysis registered nurse (pdrn) attributed causality to a touch contamination event which occurred several days prior. The patient awoke late for work and admitted to not performing proper hand hygiene before disconnecting. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on (B)(6) 2022 revealed the wbc count dropped to <10 u/l. The patient is recovering from the events and continues to perform ccpd at home utilizing the same liberty select cycler as before without reported issue.